Manufacturer narrative:
A complete analysis and testing on the insulin pump showed it was operating within specifications. The device passed all functional testing and communicated properly with the transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not alarm during a low blood glucose event. The blood glucose reading was 52 mg/dl. Customer treated with juice. Nothing further reported.